Event description:
It was reported via a clinical specialist that a patient with an implanted edwards aortic bioprosthesis presented symptoms of severe aortic stenosis (ava 0.49 cm2) with mild ai after an implant duration of approximately 13 years. The patient underwent successful implantation of a transcatheter heart valve inside the stenotic one. It was reported that the procedure was performed with excellent outcomes.

Manufacturer narrative:
Additional manufacturer narrative: implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Stenosis of an bioprosthetic valves is dependent on both patient factors and intrinsic properties of bioprosthetic valves. Without return of device, the nature of the reported severe stenosis cannot be identified or evaluated. Stenosis may be due to calcific tissue degeneration, non calcific tissue degeneration, and/or non-structural dysfunction. No information to suggest a device quality deficiency that may have caused or contributed to this event.